Event description:
It was reported that the unspecified bd infusion set had air bubbles/air in line. The following information was provided by the initial reporter: nurse noted air in the primary tubing but pump did not beep air in line. Product involved: primary pump infusion set; packaging not saved/no lot # available.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: one photo taken by the customer verifies that there was air in the line of the IV administration set. Due to no sample being received, an investigation can not be conducted and a root cause can not be determined. A device history record review could not be performed because a model and lot number was not provided by the customer. This incident has been added to our database of reported incidents.

Event description:
No additional information.